Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that a CT scan at 8 years post implant showed the stent graft was found to have migrated distally 3.5mm approx 8 years post implant. No add'l clinical sequelae were reported.

Manufacturer narrative:
Eval results: no films or operative reports were received, unk cause of stent graft migration. Migration. Eval conclusion: no films or operative reports were received, unk cause of stent graft migration.